Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in the set) during therapy on the home choice (hc). The home patient (hp) did not disconnect. There were no unused lines and there were no leaks. The tsr advised to let the registered nurse (rn) know about the alarm. Product surveillance contacted the caregiver (cg) on (B)(6) 2011 regarding the system error 2240 alarm. Per the cg, they did not find anything that may have caused the alarm. The cg stated the hp did a manual exchange that night and contacted his peritoneal dialysis registered nurse (pdrn) a couple days later regarding the alarm and the missed therapy. The hp resumed therapy on the cycler the following night. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. A batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to lack of sample. The cause was undetermined. The lot number is unknown, therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).